Manufacturer narrative:
The technician found the brake/steer caster was failing to lock when the brake was engaged. He replaced the brake/steer caster to repair the bed.

Event description:
The accounts maintenance alleged the brakes are not working.